Event description:
It was reported by the patient's spouse that the device "didn't work" and the patient died. Cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.